Event description:
I have 8 children that are school aged and have found that wearing masks 9+ hours while in school and during sports practices/games can have serious medical implications on their health. Some of the symptoms that they have experienced include headaches, dizziness, trouble breathing, difficulty concentrating, nose bleeds, abscessed teeth, loss of multiple teeth, face rash, and vertigo. Due to these medical issues, we have been to a doctor who issued mask exemptions for all of my children but our school district will not honor them. The superintendent in our district is requesting medical records for all of my kids from (B)(6) 2020-now to determine if the masks were harmful to their health. I believe that information is private and should not have to be shared with the district nurse. I feel that special accommodations should be made for kids who wish to take off the mask and breathe. FDA safety report ID# (B)(4).